Event description:
The customer reports a falsely elevated architect ca 125 ii assay result for one patient. An initial result of 48.24 u/ml was generated. The sample was then sent to another lab where a result of 13.30 u/ml was generated on an architect i2000 analyzer. Controls have been within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The customer stated that the architect ca 125 ii assay result was falsely elevated; but after the sample was recentrifuged the expected result was generated. The investigation began with a review of customer complaints received to-date to determine if other customers have experienced the same issue. Review of ticket trending data identified atypical complaint activity related to discrepant patient results; however, atypical complaint activity was not identified for reagent lot 12341m500. The review of this data did not identify an increase in complaints for lot 12341m500. To evaluate assay performance, three in-house panels with known concentrations of ca 125 analytes were tested with reagent lot 12341m500. All of the materials utilized in testing were stored and maintained in-house. Each panel replicate was within the respective acceptance ranges, demonstrating that the assay can accurately detect known concentrations of ca 125. The architect ca 125 ii package insert contains information to address the current customer issue. Based on the current investigation, it was concluded that the architect ca 125 ii assay is performing acceptably. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).